Manufacturer narrative:
Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. In the evaluation by omsc, the evaluation also confirmed that the angle wire stuck inside of a coil pipe through which the angle wire slides at the proximal side of the insertion portion. The unintended and abnormal angulation and the locking of the angulation in the down direction were likely caused by the sticking of the angle wire inside the deformed coil pipe. The deformation of the coil pipe was likely due to the dislodged of the filament of the coil pipe. It is surmised that the filament was dislodged because an excessive compressive force was applied to the angle wire during the angulation operation.

Event description:
Olympus medical systems corp. (Omsc) was informed that the bending section of the subject device was broken. There was no information on when the reported event occurred. The further information was not provided from the user facility. There was no report of patient injury associated with the event. The device was returned to olympus (B)(4). (B)(4) evaluated the subject device and confirmed that the angulation of the bending section of the device was abnormally curved. After the evaluation by (B)(4), the insertion portion of the device was returned to omsc for evaluation. On march 23, 2019, the evaluation by omsc confirmed that the angulation of the bending section of the device was locked in down direction.